Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported on (B)(6) 2026 a revision shoulder arthroplasty was performed due to destruction of the scapular component (glenosphere), with replacement of the metaglene, screws, and glenosphere. On (B)(6) 2022, primary right shoulder arthroplasty was performed with autologous bone grafting of a defect of the scapular articular process; the postoperative period was uneventful. In 2024, pain syndrome developed and progressively worsened. Subsequently, a revision surgery was performed.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: according to the surgeon, on (B)(6) 2026 a revision shoulder arthroplasty was performed due to destruction of the scapular component (glenosphere), with replacement of the metaglene, screws, and glenosphere. On (B)(6) 2022, primary right shoulder arthroplasty was performed with autologous bone grafting of a defect of the scapular articular process; the postoperative period was uneventful. In 2024, pain syndrome developed and progressively worsened. Subsequently, a revision surgery was performed. The product was not returned to depuy synthes, however photos were provided for review. See attachment re_delta. With the available information no evaluation was able to be performed to determine the condition of the non-locking screw. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the unknown shoulder non-locking screw was not able to be evaluated to determine if its condition would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.